Manufacturer narrative:
E1 - customer phone number: (B)(6). G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the wire from the filiform double pigtail ureteral stent set did not detach from the stent upon completion of an unspecified procedure when it was time to retrieve it. Therefore, the stent moved and had to be removed which resulted in prolonged procedure time. The procedure was completed by using another same-like device from the same lot. Reportedly, the thread had been cut appropriately once the correct placement of the stent's proximal curl was verified before removing the guide wire. It was further reported "the thread tied to the distal curl of the stent is always cut once the correct positioning of the stent in the renal site has been verified because there is no need to traction it further (the thread is used to pull the stent towards itself if one wants to bring it caudally)". A straight hydrophilic guide wire was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5. Correction: h6: annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 02may2025: the patient was undergoing stent dj placement. Before positioning the stent, the retraction wire was cut, but once positioned inside the patient, the wire was still anchored to the stent, resulting in the stent moving. This led to lengthening the surgery time and exposure to radiation while a second stent was placed.

Manufacturer narrative:
Correction: b1, h1: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Correction: h6 =medical device problem code (annex a) per the investigation the cause of the issue appears to be unintended user error. The patient did not experience any adverse effects, and device labeling sufficiently recommends against this practice, event is not reportable. Section 2.6 of the 08nov2016 MDR guidance document states that an MDR is not required if an event is solely the result of user error and a death or serious injury has not occurred. As the patient did not experience any adverse effects, and device labeling sufficiently recommends against this practice, event is not reportable under FDA 21 cfr part 803. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.